Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had driveline disconnect alarms recorded on the system controller alarm history screen on 17apr2026 at 09:02 am to 09:03 am and 20apr2026 at 8:08 pm. Log files were submitted for review. It appeared that due to the frequently occurring pulsatility index (pi) events, the event log file history was quickly filling and purging historical data to capture newer data. Driveline and modular cable data showed no issues with the conductors within. The data showed frequent pi events that were occurring from 22apr2026 at 8:36 am to 22apr2026 at 10:09 am. Based on the data visible in the log file, the mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically.